Event description:
At 0324 while monitoring my 9 hours post coronary artery bypass graft surgery (CABG) x 2; open chested, extremely critical patient, the 2nd and 3rd chamber of pump malfunctioned with a code of e321. These chambers contained the patient's vasopressin, amiodarone, insulin, milrinone, neosynephrine, and epinephrine drips all set at extremely high doses. Upon all the chambers malfunctioning at once, the only course of action was to turn the pump off and turn it back on to reset it and continue to infuse the medication to the patient. This is unacceptable as during the time that it took to reset all four chambers of the 2 pumps, the patient's blood pressure and cardiac index which were borderline - plummeted; once the pumps were finally back on, rn had to increase the dosages of the epinephrine and neosynephrine to help the patient recover.